Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit a noise image. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed noise image could not be determined, however, the issue was likely the result of observed damage to the charged-coupled device imaging unit and or shaved/damaged video connector contacts. The root cause of the observed imaging unit and connector contact damage could not be determined, however, the issues were likely due to repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.